Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor and the rv (right ventricular) defibrillation coil of the lead developed a fracture due to flexing while in vivo. The interior svc (superior vena cava) defibrillation cable was extrinsically cut and the interior svc (superior vena cava) defibrillation cable was extrinsically fractured due to pulling/stretching. The distal lv (low voltage) electrode of the lead was covered with a white substance. The helix of the lead was analyzed. The helix would not retracted due to the white substance covered distal end and on helix.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that intra-operatively, the lead helix was rotating but not retracting into the lead sheath during the extraction process. The lead was ultimately explanted and replaced. No patient complications have been reported as a result of this event.